Manufacturer narrative:
Of the 3 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - damage w/moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 133-133 pounds and between 17 and 59 years of age. Of the reported patients, 1 was male, 2 were female.